Manufacturer narrative:
Health effect impact code: f1903. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown, cysts, calcification, "anxieties", and "lobulations in the right contours". Device has been explanted.